Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but the engineering report is not yet available.  However, it will be submitted within 30 days upon receipt.

Event description:
It was reported that the smart flex 6x30 bil, 120cm would not go through the 6f non cordis sheath. Additional information was received and the smart flex was received with stent deployed 1 cm. The physician switched to another non cordis sheath and was able to complete the procedure. There were no patient injury. A non cordis 0.035 guidewire was used as support. During insertion,  a constant and dedicated saline source was utilized through the sheath. After the sheath was inserted,  it was flushed thoroughly with heparinized saline. Other products (balloons, catheters, wires) did go through the same sheath.

Manufacturer narrative:
It was reported that the smart flex 6x30 bil, 120cm would not go through the 6f non cordis sheath. The physician switched to another non cordis sheath and was then able to complete the procedure. There was no patient injury. A non cordis 0.035 guidewire was used as support. During insertion, a constant and dedicated saline source was utilized through the sheath. After the sheath was inserted it was flushed thoroughly with heparinized saline. Other products (balloons, catheters, wires) did go through the same sheath. The smart flex was received with stent deployed 1 cm. Additional information was received from the customer that when they were trying to remove the stent from the sheath, the stent partially deployed the stent of smart flex unit was received partially deployed 1.4cm and it was found that a portion of the stent was deployed inside of the unknown sheath introducer. The unit and the unknown sheath introducer were flushed and an attempt to withdrawn the smart flex unit from the unknown sheath introducer was performed, resistance/friction was felt due to the portion of the stent that deployed inside of the unknown sheath introducer, however the smart flex was completely withdrawn and the stent was fully deployed with no anomalies found. Then the received smart flex was inserted/withdrawn through the received unknown sheath introducer and no resistance friction was felt. The smart flex outer diameter (od) was measured at different locations and it was found acceptable per fal anaylsis. A device history record (DHR) review of lot 38757 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿stent delivery system (sds) - impeded - during use¿ and ¿stent delivery system (sds) - deployment difficulty - partial deployment¿ was confirmed through analysis of the returned device. The stent was received partially deployed for analysis, as such, resistance/friction was experienced during testing. The analysis shows that the outer diameter of the device met specification. Additionally, the customer noted that the stent became partially deployed during removal. While the exact cause of the impeded condition reported could not be determined, it is possible that the operator's interaction with the sds may have contributed to the event. Per instructions for use (IFU) ¿evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. If resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Always use an appropriate size introducer sheath for the implant procedure to protect vessel and access site.¿ neither the DHR nor the analysis suggests a design or manufacturing related cause for the reported event, therefore, no corrective/preventive action will be taken.